Event description:
The customer contact reported the ground prong on the ac power cord plug was missing. The biomedical engineer was called to an unspecified floor at the user facility regrading the power cord. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.